Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up arrow, down arrow, and ok keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned, and it was evaluated by product analysis on 07/13/2015 with the following findings: the reported issue could not be adequately investigated due to a no power issue; no conclusions could be determined in regards to the reported issue. Evidence of moisture ingress was observed behind the display lens. Visual inspection revealed that the keypad cover was intact. The pump failed to power on, as confirmed by the absence of the auditory cue, vibratory cue, and visual display. The keypad cover was removed, and no evidence of contamination was found under any of the key contacts. The pump case was removed, and further evidence of moisture ingress was found on internal components. (B)(4).